Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, lot# unknown, product type: lead; product ID neu_ptm_prog, serial# unknown, product type: programmer, patient. (B)(4).

Event description:
It was reported by the patient that he had two stimulators from the manufacturer over the ¿past 13 years¿ and ¿not one of them has been installed correctly.¿ it was noted that the most recent implant was in 2011. See report # 3004209178-2014-12388 for allegations related to the patient¿s second device.